Event description:
It was reported that the atrial lead of an asymptomatic had dislodged. The lead was explanted and replaced. Upon removal from the body, the steroid plug of the lead became disconnected from the lead tip. A new lead was successfully implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.